Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety - product/ procedure : unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture : unable to observe through visual inspection as it is a physiological phenomenon. ¿ calcification: observed calcification on device through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (wear abrasion, broken device and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "textured exchange and capsular contracture baker grade iii". Healthcare professional later reported "capsule was very calcified" and "during extraction of the implant the shell did tear". This record is for the left side. Device has been explanted and replaced. Implant has been returned to manufacturer.

Event description:
Healthcare professional later reported "capsule was very calcified" and "during extraction of the implant the shell did tear". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h4, h.6.

Event description:
Healthcare professional reported "textured exchange and capsular contracture baker grade iii". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.